Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15824. The pt reported, she has not used or charged her scs system in approx 18 months due to experiencing uncomfortable heating at the ipg site while charging. The pt's ipg is unable to communicate with external devices. Surgical intervention may take place at a later date. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and the other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.